Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that farawave catheter was selected to use for pulsed field ablation. It was reported that during the ablation procedure, the internal flushing lumen became occluded, and the catheter could not be flushed with using pressure bag. The physician attempted to resolve the issue but it persisted. The catheter was replaced with new one and the procedure was completed successfully. No patient complications occurred. The product is expected to return for analysis.